Event description:
See initial report.

Manufacturer narrative:
H.10: as communicated in the initial report, the customer uses a solution of sodium hypochlorite produced in russia in the same concentrations, instead of livanova approved disinfectants. In addition, no tap water filter is used and this is not in accordance with prescribed instruction for use. The above mentioned deviation may have led/contributed to the reported contamination.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Reportedly, all devices are placed inside the operation theater during the use with the fan directed parallel to the legs of the patient at an approximate distance from the surgery field of 3-5 meters. Through follow-up communication livanova learned that devices are regularly cleaned as per the instruction for use using a solution of sodium hypochlorite produced in (B)(4) in the same concentrations, instead of livanova approved disinfectants. In addition, no tap water filter is used and this is not in accordance with prescribed instruction for use. The hydrogen peroxide (h2o2) is added to water tanks every week during water change and every 14 days during routine disinfection cycle. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that heater-cooler system 3t device was found to be contaminated with mycobacterium gordonae. No laboratory report has been provided to livanova. Reportedly, the tests have shown positive signs of growth and pcr (polymerase chain reaction) of m.gordonae from the water of devices tanks and at the same time there were no signs of growth or pcr from the biomaterials (patches). There is no known patient involvement.